Event description:
Pt implanted in 1999 in the upper right and left and lower vermilion borders. Onset of infection and implant shortening in 2000. Implant explanted in 2000, and pt treated with z-bec. Implant explanted in 2000.